Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that several years ago, her wafer cut her stoma. She was seen at the wound center. Reportedly, she removed product and replaced with the same one. She added eakin seal around the stoma and this prevented the issue from re-occurring. The cut had healed without any other intervention. No photo is available at this time.